Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Commanded triad shock impedance measurements were >200 ohms; right atrial (ra) to can = >200 ohms and rv to can = approximately 70 ohms. X-rays confirmed the rv lead remained intact. The plan was to reprogram rv coil to can. Technical services (ts) recommended defibrillation threshold (dft) testing. This ICD system remains in service. No additional adverse patient effects were reported.